Manufacturer narrative:
No report of patient involvement. Ge healthcare recommended to the hospital to replace the compact flash card.

Event description:
The hospital reported the unit went into a system reset during boot-up. There was no report of patient involvement.